Event description:
Additional information received (B)(6) 2019: the case was a device from another manufacturer one in which the device would not pass the aortic bifurcation. After multiple attempts, the physician called company representative to bring an alternative graft (alpha with same size specs) this was used and final angio looked good. (B)(6) 2019: "a secondary intervention was scheduled in which an alpha graft was to be used to get rid of endoleak which was thought to be a pin a hole. Upon doing the first angio the pig tail catheter was correctly placed and contrast injected. The result was that there was no endoleak, no apparent pin hole nothing. The surgeon decided to still use our graft and place it to realign. A follow CT will be done after christmas".

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint is based on customers testimony and imaging provided. The imaging provided was reviewed. Per imaging review four images from a CT study and angiography procedure are provided for review along with the complaint report. The 1st image is a single axial slice from a CT study of unknown date. This shows a descending thoracic aortic aneurysm with an endograft in place at this level. There is an endoleak in the taa sac. This appears to communicate directly with the graft. The 3rd image is a single coronal slice from a CT study of unknown date. The distal aspect of the thoracic endograft is visualized and appears patent. An endoleak into the taa sac appears to be communicating with the graft itself. At an unknown postop interval, there appears to be an endoleak adjacent to the distal endograft. On these images, this appears to communicate directly with the graft away from the distal graft edge, suspicious for a type 3b endoleak. However, this cannot be definitively determined from the limited imaging provided. According to instruction for use patients experiencing leaks or reduced blood flow through the graft may be required to undergo secondary endovascular interventions or surgical procedures. Based on the provided information this complaint is confirmed. It has not been possible to determine the likely cause of event. Cook will reopen this complaint if further information becomes available. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a pin hole in the graft or a type 1b. "The physician attempted to use a thoracic device from another manufacturer which did not work at first then physician use zta which worked. Stent graft will be realigned to cover pin hole where there is a leak on (B)(6) 2019". Additional information received (B)(6) 2019: "in doing a follow up angio, there is no more leak" patient outcome: unknown.